Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced full height (fh) drawer 2 with pocket d had a damaged lid pocket. A field service engineer (fse) popped the pocket out using diagnostics, unloaded the medications, replaced it with a new pocket, and then reloaded the medications back into the pocket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to stay closed due to insufficient storage space error. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.